Event description:
The pt received her scs system on (B)(6) 2011. It was reported the pt was unable to increase amplitude with her programmer. The sjm rep met with the pt and found that all the contacts on her lead had invalid impedance. An x-ray was performed, identifying a fracture in the lead. F/u identified the physician planned to schedule a surgical procedure to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.